Event description:
Six wk checkup-locking ring disassociated from bimodular component. After review with the MFR, it was elected to proceed with revision of this component. The prosthesis itself was stable in humerus shaft.